Event description:
It was reported that the customer had a bad battery and battery out limit alarm. Customer's blood glucose level was 55 mg/dl. Customer treated with a bag of (B)(6). Customer also had a blank display. Customer was using an (B)(6) battery. Customer inserted a new aaa alkaline battery and the display returned. Customer was advised to monitor the pump customer will be sent a replacement battery cap as a courtesy. Customer was explained that the battery out limit alarm was normal pump behavior since the batteries were out of the pump greater than the duration allowed by the pump. Troubleshooting was performed for the failed battery test and customer did not receive another alarm. Customer declined troubleshooting for low blood glucose levels. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.